Event description:
It was reported that an ilet user experienced elevated blood glucose to 377 mg/dl after running out of insulin for several hours before reconnecting to the pump without using backup therapy. The user contacted support for a supply change, resumed delivery, and was advised that corrections could take 1¿2 hours to regulate. Symptoms included hyperglycemia. Outcomes included no health consequences or impact reported. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, while a usage problem was identified consistent with improper or incorrect procedure and failure to follow instructions; no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.